Manufacturer narrative:
Additional information was received indicating the event was identified during the automated impella controller inspection at the hospital.

Manufacturer narrative:
No patient use was reported. Section a was left blank. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that an automated impella controller reboots itself. The controller was not being used for patient support when the issue was identified. A loaner controller was provided to the customer.